Manufacturer narrative:
The reported event of unavailable longevity estimate was confirmed during a software investigation performed by abbott. Analysis of the session records confirmed that the timing of each of the follow-up sessions with the device prevented any scheduled battery measurements from being able to be performed by the device. Therefore, the programmer displayed the longevity estimate as unavailable per expectation and design.

Event description:
It was reported that the estimated longevity did not display on the device despite the implant date being programmed into the device. The implant date was reinserted to resolve the event. The patient was in stable condition.